Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with guide wire was not confirmed using a proxy guide wire after the thick blood and contrast was flushed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, moderately tortuous, 99% stenosed left anterior descending artery (lad). After placement of a non-abbott guide wire, the 2.0x12 mm mini trek balloon catheter was advanced over the guide wire; however, it became stuck on the guide wire. Resistance was also felt during removal of the balloon catheter from the guide wire. A new trek balloon was used for predilatation over a new non-abbott guide wire and the procedure was completed successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide cath: heartrail 6f jl4. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.